Manufacturer narrative:
Follow-up #1: date of submission 02/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the battery cap was undamaged and was able to secure properly to the pump. The pump powered on with functional auditory and vibratory features but the display screen remained blank. A blank display may be misinterpreted by the user as a power issue. The presence of audible tones and vibrations indicates that there is power to the pump. The complaint of no power could not be duplicated on investigation. Additional testing could not be completed due to the blank display. Investigation revealed a cracked component on the pump¿s electronically erasable programmable read only memory (eeprom), resulting in the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.